Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 12, 2024 was filed inadvertently. No explantation has occurred.

Event description:
Per the clinic, the device was explanted on (B)(6) 2008 for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.